Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.2 mmol/l (363.6 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The pod was removed, the cannula was noted to be bent and the site was itchy and painful. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. During investigation, no damages or defects were observed to the formed needle, soft cannula, or bottom housing that would contribute to skin irritation at the infusion site. The exact cause of the reported event could not be determined.